Event description:
It was reported to philips that the flex monitor display was not showing during use on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the dual link dvi receiver str and dual link dvi transmitter str, tested the system, and confirmed it was operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).